Event description:
It was reported by the patient that following a heart catheterization for chest pains and a positive stress test, an angio-seal device was selected for use. The patient was sent to a recovery area where he experienced pain in the groin. The nurses checked the site and after a few hours discharged the patient home even with continuation of pain at the groin site. Two hours later, while at home, the patient called the physician and explained that his groin was still painful and the doctor responded, according to the patient, that he should stay in bed. The patient got up to use the bathroom and experienced extreme pain and noticed that the right groin area was swollen with a grapefruit sized bulge. The patient went to the emergency room by ambulance. An icepack was placed on the groin, and the patient states while in the emergency room, he went into shock. An ultrasound was performed and the emergency room doctor notified the cardiologist. The patient was not admitted and was sent home with ice packs. Bruising has appeared on the right leg extending to his back and up to his umbilicus and the patient still is having pain. The patient called st jude medical customer service in 2009 and left a message stating that he needed to inform us that he was readmitted to the hospital because he was bleeding. A CT scan and ultrasound test were performed. The CT scan test results revealed nerve damage at the groin, which requires the patient to now walk with a cane. The patient stated that he will return to the physician's office for further evaluation.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listen on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.